Event description:
Related manufacturer reference number: 2017865-2022-10298. It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that there was a noise reversion due to noise on the right atrial (ra) lead. It was noted that the pacemaker electrogram (egm) depicting the noise was unavailable. The noise was not reproducible in the clinic. The patient was getting upgraded to an implantable cardioverter defibrillator. The device and lead were explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
The reported event of noise was not confirmed. Final analysis found that as received, a complete lead was returned in two pieces. Electrical testing found that the lead was shorting due to procedural damage. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.